Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient was seen in clinic. Their insertable cardiac monitor (icm) was re-interrogated and pairing was restored.

Manufacturer narrative:
The reported event of loss of ble was confirmed. The information received was reviewed by engineering and it was determined that the device had entered ble lockout. The root cause of the ble lockout was unable to be determined.